Event description:
Bayer case number: (B)(4). To date various pains throughout the body [general body pain]. The first pain appeared in the peroneal tendon of my left ankle [tendon pain]. Algoneurodystrophy [algoneurodystrophy]. Persistent left rhizarthrosis pain [rhizarthrosis]. Right shoulder pain [shoulder pain]. Tenosynovitis of the long biceps [tenosynovitis]. Tendinosis of the supraspinatus [supraspinatus syndrome]. Superficial adenomyosis [adenomyosis]. Fibroid [uterine fibroid]. Slightly high level of urine chromium [urine chromium increased]. Joints and muscles [arthromyalgia]. Problems with concentration [concentration impairment]. Memory problem [memory disturbance]. Left ankle mobility still frozen with algodystrophy [joint range of motion decreased]. Left and right foot pain [painful feet]. Right shoulder tendinitis [shoulder tendinitis]. Weight gain [weight gain]. Dry eyes [dry eyes]. Regular dysphonia [dysphonia]. Severe pain in the hands [pain in hand]. State of chronic and significant fatigue [chronic fatigue]. Daily life severely impacted [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 10-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("to date various pains throughout the body") in a 46-year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016 she experienced pain (seriousness criterion intervention required), tendon pain ("the first pain appeared in the peroneal tendon of my left ankle"), complex regional pain syndrome ("algoneurodystrophy"), osteoarthritis ("persistent left rhizarthrosis pain"), shoulder pain ("right shoulder pain"), arthromyalgia ("joints and muscles"), disturbance in attention ("problems with concentration"), memory impairment ("memory problem"), joint range of motion decreased ("left ankle mobility still frozen with algodystrophy"), painful feet ("left and right foot pain"), shoulder tendinitis ("right shoulder tendinitis"), dry eye ("dry eyes"), dysphonia ("regular dysphonia"), pain in hand ("severe pain in the hands"), fatigue ("state of chronic and significant fatigue") and loss of personal independence in daily activities ("daily life severely impacted") and was found to have weight increased ("weight gain"). In (B)(6) 2024 she experienced adenomyosis ("superficial adenomyosis") and was found to have uterine leiomyoma ("fibroid") and urine chromium increased ("slightly high level of urine chromium"). In 2024 she experienced tenosynovitis ("tenosynovitis of the long biceps") and supraspinatus syndrome ("tendinosis of the supraspinatus"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the pain, arthromyalgia, disturbance in attention, memory impairment, joint range of motion decreased, painful feet, shoulder tendinitis, weight increased, dry eye, dysphonia, pain in hand, fatigue and loss of personal independence in daily activities had not resolved. The outcomes for tendon pain, complex regional pain syndrome, osteoarthritis, arthralgia, tenosynovitis, rotator cuff syndrome, adenomyosis, uterine leiomyoma and urine chromium increased were unknown. No causality assessment was received for essure with regard to tendon pain, complex regional pain syndrome, osteoarthritis, shoulder pain, tenosynovitis, supraspinatus syndrome, adenomyosis, uterine leiomyoma, urine chromium increased, pain, arthromyalgia, disturbance in attention, memory impairment, joint range of motion decreased, painful feet, shoulder tendinitis, weight increased, dry eye, dysphonia, pain in hand, fatigue or loss of personal independence in daily activities. The reporter commented: thermal treatment (B)(6) 2023 with improvement. Appointment in (B)(6) 2024 with a specialist regarding the essure device and its possible causality assessment regarding the pain. Persistent left rhizarthrosis pain, algoneurodystrophy of the left ankle and more recent onset of right shoulder pain. All tendon impingement and testing manoeuvres are painful on the right, without any limitation of joint range of motion, except in internal rotation at the end of the usual course. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101 kg. [Magnetic resonance imaging] (date unknown): h found signs of superficial adenomyosis with fibroids. [Ultrasound joint] (date unknown): no notable abnormality affecting the subscapularis tendon (poor echogenicity), small effusion in the sheath of the long biceps, sign of supraspinatus tendinosis (microcalcifications of the enthesis). No notable abnormality affecting the infraspinatus. No subacromial bursitis or effusion visible via the posterior approach. Conclusion: tenosynovitis of the long biceps and tendinosis of the supraspinatusr [urine analysis] (date unknown): nickel 2.0. Creatinine-2.64. [Urine chromium] (date unknown): 0.53. [X-ray] (date unknown): confirmed the correct positioning of the essure implants. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). To date various pains throughout the body [general body pain]. The first pain appeared in the peroneal tendon of my left ankle [tendon pain]. Algoneurodystrophy [algoneurodystrophy]. Persistent left rhizarthrosis pain [rhizarthrosis]. Right shoulder pain [shoulder pain]. Tenosynovitis of the long biceps [tenosynovitis]. Tendinosis of the supraspinatus [supraspinatus syndrome]. Superficial adenomyosis [adenomyosis]. Fibroid [uterine fibroid]. Slightly high level of urine chromium [urine chromium increased]. Joints and muscles [arthromyalgia]. Problems with concentration [concentration impairment]. Memory problem [memory disturbance]. Left ankle mobility still frozen with algodystrophy [joint range of motion decreased]. Left and right foot pain [painful feet]. Right shoulder tendinitis [shoulder tendinitis]. Weight gain [weight gain]. Dry eyes [dry eyes]. Regular dysphonia [dysphonia]. Severe pain in the hands [pain in hand]. State of chronic and significant fatigue [chronic fatigue]. Daily life severely impacted [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 10-sep-2025. The most recent information was received on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pain ("to date various pains throughout the body") in a 46 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016 she experienced pain (seriousness criterion intervention required), tendon pain ("the first pain appeared in the peroneal tendon of my left ankle"), complex regional pain syndrome ("algoneurodystrophy"), osteoarthritis ("persistent left rhizarthrosis pain"), shoulder pain ("right shoulder pain"), arthromyalgia ("joints and muscles"), disturbance in attention ("problems with concentration"), memory impairment ("memory problem"), joint range of motion decreased ("left ankle mobility still frozen with algodystrophy"), painful feet ("left and right foot pain"), shoulder tendinitis ("right shoulder tendinitis"), dry eye ("dry eyes"), dysphonia ("regular dysphonia"), pain in hand ("severe pain in the hands"), fatigue ("state of chronic and significant fatigue") and loss of personal independence in daily activities ("daily life severely impacted") and was found to have weight increased ("weight gain"). In (B)(6) 2024 she experienced adenomyosis ("superficial adenomyosis") and was found to have uterine leiomyoma ("fibroid") and urine chromium increased ("slightly high level of urine chromium"). In 2024 she experienced tenosynovitis ("tenosynovitis of the long biceps") and supraspinatus syndrome ("tendinosis of the supraspinatus"). Essure was removed on (B)(6) 2025. The patient was treated with surgery (to remove essure). At the time of the report, the pain, arthromyalgia, disturbance in attention, memory impairment, joint range of motion decreased, painful feet, shoulder tendinitis, weight increased, dry eye, dysphonia, pain in hand, fatigue and loss of personal independence in daily activities had not resolved. The outcomes for tendon pain, complex regional pain syndrome, osteoarthritis, arthralgia, tenosynovitis, rotator cuff syndrome, adenomyosis, uterine leiomyoma and urine chromium increased were unknown. No causality assessment was received for essure with regard to tendon pain, complex regional pain syndrome, osteoarthritis, shoulder pain, tenosynovitis, supraspinatus syndrome, adenomyosis, uterine leiomyoma, urine chromium increased, pain, arthromyalgia, disturbance in attention, memory impairment, joint range of motion decreased, painful feet, shoulder tendinitis, weight increased, dry eye, dysphonia, pain in hand, fatigue or loss of personal independence in daily activities. The reporter commented: thermal treatment (B)(6) 2023 with improvement. Appointment in (B)(6) 2024 with a specialist regarding the essure device and its possible causality assessment regarding the pain. Persistent left rhizarthrosis pain, algoneurodystrophy of the left ankle and more recent onset of right shoulder pain. All tendon impingement and testing manoeuvres are painful on the right, without any limitation of joint range of motion, except in internal rotation at the end of the usual course. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 101 kg. [Magnetic resonance imaging] (date unknown): found signs of superficial adenomyosis with fibroids. [Ultrasound joint] (date unknown): no notable abnormality affecting the subscapularis tendon (poor echogenicity), small effusion in the sheath of the long biceps, sign of supraspinatus tendinosis (microcalcifications of the enthesis). No notable abnormality affecting the infraspinatus. No subacromial bursitis or effusion visible via the posterior approach. Conclusion: tenosynovitis of the long biceps and tendinosis of the supraspinatusr [urine analysis] (date unknown): nickel 2.0. Creatinine-2.64. [Urine chromium] (date unknown): 0.53. [X-ray] (date unknown): confirmed the correct positioning of the essure implants. Batch number- 838572; date of manufacture: 31-mar-2011; expiration date- 31-mar-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.